Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported putting a magnet near their implantable cardioverter defibrillator (ICD) which triggered an alert. The device remains in use. No patient complications have been reported as a result of this event.